Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Insulin pump had a cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarms button error and the customer was unable to clear it. It was reported that the alarm occurred during sleep. Customer's blood glucose reading at the time of the call was 277 mg/dl and has treated with a manual injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.